Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The insulin pump was unable to verify battery out limit due to failed battery test. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer reported that there was a broken piece near the battery compartment. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.